Event description:
The customer swapped the homechoice (hc) machine due to (B)(4) homechoice / homechoice pro intraperitoneal volume (iipv) field communication and software upgrade. The product analysis lab (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement 0.106 ohm, specs are 0.001 - 0.100 ohm. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The technician performed continuity test between power entry module (pem) ground and door post and resistance was 0.012 ohm. Inspected all ground connections while monitoring the multimeter and there was no fluctuation in ohms. The product analysis lab (pal) evaluated the device and found no failure or malfunction that could have caused or contributed to the ground bond failure. Assignable cause for the rite failure of ground bond failure was undetermined. Device was sent to service.